Event description:
It was reported that one device was used during a low anterior resection. It was reported by the affiliate that the cdh33 instrument was used to try an anastomosis (colorectum); however, the staple formation was bad and the knife did not work. The scale was in the green and the force to fire, when fired, seemed weak. The surgeon reanastomosed the tissue with a new stapler. There was no consequence to the pt.